Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device screen was gray, as a result the mother board was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the programmer displayed a grey screen at boot up. The service disk will be run to attempt to resolve the issue. It was further reported that recycling the power does not resolve the display issue. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer displayed a grey screen at boot up. The service disk to be run. No patient complications were reported as a result of this event.